Event description:
Report received from abbott international affiliate (abbott-canada) which states "device was leaking at temperature probe. The td catheter was inserted in a post op patient (open heart surgery) when the problem was noted. The nurse observed that there was leaking of a clear fluid from the thermistor connection at the junction where the cable connector is fixed. The fluid appeared to come from inside the catheter lumen; the nurse felt that it was IV fluid. There was no blood backflow. The vital sign readings did not fluctuate that day or display any abnormalities. The patient was scheduled to transfer to another unit the next day so the catheter was removed." Additional information received states there were no consequences to the patient. No further information has become available.